Event description:
The pt will be revised due to a fractured zirconia head.

Manufacturer narrative:
Verification is not possible, as the device could not yet be returned. Without product evaluation, a conclusive determination of root cause is not possible. Based on the provided lot code, however, the root cause may be related to a supplier process. Corrective action was established through a product reall of all items not yet implanted for this product code in august of 2001. Additionally, the investigation has determined that this product code has been inactive/obsolete since april 2003.